Event description:
Customer reported dried reagent keeps appearing under the probe. When troubleshooting with the customer technical specialist, blood (3ml) was found around the bottom of the red blood cell (rbc) bath of the act diff instrument. The leak was not contained in the unit. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the leak occurred at the end of a startup run when the probe is moving back to home aspiration position. He replaced valve 10 (for diluent delivery to probe wash and diluent reservoir) and valve 11(for diluent from the syringe to bath prefill and probe aspirate and diluent dispense) and performed multiple startups without any leaks seen. (B)(4).